Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and low sensing were observed. Intermittent loss of capture was also noted. Lead was explanted.